Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of fluid leakage from the catheter was confirmed but the cause is unknown. A single photograph of the implicated 4fr s/l groshong nxt catheter was returned for evaluation. Drops of clear fluid were seen near the catheter insertion site. Although damage to the catheter shaft was not visible in the provided photograph, the fluid indicated a probable catheter leak. There were no visible distinguishing features which could aid in identification of a specific root cause. If the physical sample is received at a later date, this investigation will be updated with the relevant information. A review of the manufacture quality and inspection records for the implicated product batch indicated no issues potentially related to product manufacture, assembly, and packaging. Bd appreciates your communicating this circumstance and will record this information as valuable feedback into complaint trending and ongoing quality efforts.

Event description:
It was reported by the customer "after PICC placement on (B)(6) 2023, the nurse found fluid leakage from the exposed end of the PICC catheter while infusing him on (B)(6) 2023, and then stopped the infusion and found another intravenous access. The infusion was stopped, repositioned, the catheter was adjusted, and the broken skin was removed and refitted for fixation. Extended infusion time."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "after PICC placement on (B)(6) 2023, the nurse found fluid leakage from the exposed end of the PICC catheter while infusing him on (B)(6) 2023, and then stopped the infusion and found another intravenous access. The infusion was stopped, repositioned, the catheter was adjusted, and the broken skin was removed and refitted for fixation. Extended infusion time".